Event description:
It was reported that at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported leak was unable to be confirmed by a manufacturer repair technician through visual inspection. No failures were found that could have contributed to the reported leak. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures. The device was serviced for preventative maintenance and was returned to the manufacturer loaner stock.